Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was patient harm occurred.

Event description:
The customer reported that the pump module that was bolted to the pc unit and infusing propofol to an unstable va ECMO patient alarmed for ¿channel error¿. Additionally, the patient was receiving multiple high dose pressors. The infusion was restarted on a different module. There was no report of patient harm. The device was evaluated by biomed; the bottle-side pressure sensor was replaced and a function check in using alaris system maintenance was completed.